Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that through remote transmission, the device exhibited far r-wave oversensing on the atrial channel. Programming changes were recommended. The patient was asymptomatic and stable during and after the event.